Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician deployed and detached initial ruby coils and pod coils into the patient using a lantern delivery microcatheter (lantern). While attempting to advance a new podj through the lantern, the physician encountered resistance. Therefore, the podj was removed and the procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.